Event description:
C-section pack was opened and the lap pads in the pack did not contain 5 laps as noted on the package. There was only four. Laps and package was removed from the or and new package was used. No harm to patient. Staff followed policies.